Event description:
Hickman implantofix catheter implanted on 6/16/97 into right subclavian vessel. Catheter required removal in operating room on 7/14/97 due to leakage. Upon removal, a slit was seen in the catheter tubing. A new implantofix catheter was reinserted.